Event description:
Customer reported the motor locks and overheats. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, functional testing was performed and revealed the motor and trigger did not function properly. This was attributed to normal wear. The motor, control unit, and maintenance kit were replaced. Service was carried out and the device was repaired and returned to the customer on (B)(4) 2013. Placeholder.